Manufacturer narrative:
One device was returned for repair. No previous service history was found. Review of event history found cassette not attached properly alarm. Primary problem was not confirmed during functional testing, issue was only present once in the event log. Probable cause was debris in the downstream occlusion (dso) sensor.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. The event occurred during testing, there was no patient involvement.